Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and minor scratches on the display window.

Event description:
It was reported that the insulin pump had unresponsive buttons. Blood glucose reading was 7.1 mmol/l. The insulin pump was not damaged or exposed to moisture. No significant events were recalled leading up to the unresponsive buttons. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.